Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ophthalmology procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. No additional information was available.

Manufacturer narrative:
Product complaint # ==>(B)(4). Date sent to the FDA: (B)(4) 2018. Actual product returned. The end of the suture was observed cut, appears to be by use of a surgical instrument. Knot tensile strength result was above the minimum individual strength requirement.